Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis pleura videoscope exhibited that the adhesive on the bending rubber is peeling off. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patients¿ harm.